Event description:
It was reported in the journal otolaryngology-head and neck surgery volume 125 number 5, complications of radiofrequency ablation in the treatment of sleep-disordered breathing (sdb) that while complications may arise there are complication avoidance strategies that can be practiced to reduce patient injury.